Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 67-year-old female patient with a history of hypertension, hyperlipidemia, coronary artery disease, chronic pulmonary disease and both a thoracic and an abdominal aortic aneurysm, underwent tevar surgery on (B)(6) 2016. During the surgery a single proximal stent-graft ((B)(4)) was implanted. During a follow up CT-scan on (B)(6) 2016 a distal type 1 endoleak was observed. On (B)(6) 2016 the patient underwent surgery for her abdominal aortic aneurysm and had 1 or more stent-graft(s) implanted. The implanted devices were probably connected. A CT on (B)(6) 2016 was performed and it was commented that ¿there is an undetermined endoleak between the two aneurysm and the two endoprothesis because two procedure has been made for this patient (thoaracic + abdominal).¿ from (B)(6) 2016 - (B)(6) 2016the patient was hospitalized because of a pneumonia which was treated with antibiotics. Nothing was done to correct the endoleak. It is reported that the patient has died off unknown reasons on an unknown date after (B)(6) 2017. A clinical assessment of the provided information was performed, and according to this assessment: ¿the cause of the type 1b endoleak was most likely an insufficient seal at the distal end of the alpha thoracic graft, and this may have been due either to slight undersizing, or inadequate ballooning, or both. I don¿t consider it to have been a fault or failure of the device, and I doubt it played any role in the patient's subsequent problems and death.¿ the device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Since no information about patient anatomy and sizing is provided, no exact cause for this event can be established. Cook will reopen the investigation if images or further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 01apr2019: the site had entered in error that this event was an endoleak type 1a. It is an endoleak type 1b. The site has changed the date of the last patient contact to be 29aug2017 instead of 29aug2018 and the context was hospitalization in another hospital due to fall at home. The fall had nothing to do with the aneurysm or the device.

Event description:
Additional information received on 13mar2019: there¿s no information of aneurysm enlargement. Nothing was done to correct the endoleak. There are no indications that the device lead to the death. The death was almost two years after the undetermined endoleak was discovered. There¿s no date of death but the date of the last patient contact was (B)(6) 2017, the site has been asked to provide information about in what context they saw the patient in 2018. No autopsy or death report is available. There hasn¿t been observed any dissection on this patient. Additional information received on 18mar2019: no other devices were implanted during the initial procedure. The site has this comment in relation to the fevar procedure: ¿initially, the patient will be operated for isthmic, thoracic and abdominal aneurysm with a fevar. Unfortunately, fissuration of the thoracic aneurysm before receiving the custom-made fevar. First tevar implanted on (B)(6) 2016. Second intervention on (B)(6) 2016 for the fevar (implantation of the thoracic part of the fevar in the tevar)¿. The last part indicates that the zta and the fenestrated device was connected.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p140016. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
Description of event according to study: at time of enrollment the patient presented with a thoracic aortic aneurysm which needed treatment. He experienced symptoms of back/chest pain and it was considered a life-threatening emergency, on (B)(6) 2016 the pre-procedure imaging showed an aneurysm diameter of 70 mm. There was no vessel wall thrombosis in aortic necks > 50% of circumference observed. No other pre-procedure measurements was noted. On (B)(6) 2016, the patient underwent surgery due to the aortic aneurysm. During the index procedure the patient received 1 proximal component. The left subclavian artery was not covered by the stent graft fabric and the proximal zone of the stent graft implantation was zone 3. No additional procedures were noted. On (B)(6) 2016 (seven days post-procedure), the patient was discharged from the hospital. On (B)(6) 2016 (three days post-procedure), the first follow-up CT imaging was performed. It revealed a maximum aneurysm diameter of 47.80 mm and a total length of covered aorta of 172 mm. A distal type 1a endoleak was observed. The site has commented on the endoleak that the location was distal and it was an intraprosthetic endoleak. A query has been issued to clarify the specific location. There was no evidence of false lumen perfusion, stent graft migration or collapse of proximal component. There was also evidence of pleural effusion. On (B)(6) 2016 (56 days post-procedure), the patient was treated for an abdominal aneurysm. Following comments has been made in relation to that: ¿fevar the (B)(6) 2016 due to isthmus, thoracic and abdominal aneurysm. Intervention planned before the first tevar.¿ during that intervention a mesenteric arteries revascularization and angioplasty stenting of the renal arteries was performed. A leak due to a circulating portion between the tevar and the fevar, at the level of the coeliac trunk, was observed after the fevar intervention. After that intervention, the patient was discharged on (B)(6) 2016. On (B)(6) 2016 (60 days post-procedure), the second follow-up CT was performed. An undetermined endoleak was observed with following comments: ¿there is an undetermined endoleak between the two aneurysm and the two endoprosthesis because two procedure has been made for this patient (thoracic + abdominal).¿ from (B)(6) 2016 the patient suffered from pneumonia. The site has following comments: ¿on (B)(6) 2016: fevar intervention and ICU stay after the intervention. On (B)(6) 2016: respiratory distress. CT-scan: bilateral pneumopathy but no pulmonary embolism. Reintubation. On (B)(6) 2016: worsening of the clinic with sepsis due to the pulmonary pneumopathy (klebsiella pneumonia). Antibiotics given (augmentin 6g daily until the (B)(6) 2016) and noradrenaline. On (B)(6) 2016: extubation - good evolution. On (B)(6) 2016: discharge of the patient from ICU. On (B)(6) 2016: end of the antibiotics¿. The patient has died of unknown reasons. The date of last patient contact was (B)(6) 2018(706 days post-procedure). Patient outcome: the patient died of unknown reasons.